Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu for failure analysis investigation. The unit was analyzed and the reported failure was confirmed and reproduced. A log review confirmed that the fault had occurred in the field. The unit was placed on a surgeon side console and was run in normal mode. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the monopolar energy was not working and the customer received the c-34 error on the integrated electrosurgical unit (iesu). The customer had changed out the cord, instrument and grounding pad with no change. The tse had the customer restart the iesu and then they received the c-00 error. The tse had the customer disconnect the cable on the back and then restart the iesu again with no change. The customer continued with the procedure using a harmonic ace instrument. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and was able to replicate error c-34. The fse replaced the erbe to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found error c-34 occurring during start up. During visual inspection, the unit had no significant scratches or dents. The front bezel was in a decent condition. The probable root cause is attributed to a low hf voltage which triggered error c-34.